Event description:
Reporter stated that back-to-back blood glucose tests were performed, using the suspect device, with results of 463 mg/dl and 66 mg/dl. Based on the value of 66 mg/dl, pt was given glass of orange juice. The following day, the same pt's blood glucose was tested, using the suspect device, with results of 324 mg/dl and 87 mg/dl (values 2 minutes apart). Again, pt was given a glass of orange juice based on the lower value. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.